Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one x-port isp with groshong catheter in two segments was received and evaluated. Gross visual observation, microscopic visual observation and functional testing were performed. Multiple puncture access of the port septum and a distinctive curve of the tubing were observed. A complete circumferential break was noted approximately 1.3cm from the distal end of the cath-lock. A circumferential split was noted at approximately 1.0mm from the distal end of the cath-lock and an additional circumferential split was noted at approximately 5.0mm from the distal end of the cath-lock. The port body with attached catheter segment and detached catheter segment were separately patent to infusion and aspiration with leaks noted at the splits. This investigation confirms the alleged catheter break with migration issue. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
It was reported approximately two years post port device implant, x-ray imaging was performed that demonstrated alleged catheter break with migration to an unknown location. It was further reported that the port body was removed and the distal catheter segment was removed via snare. The status post removal is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 11/2021).

Event description:
It was reported approximately two years post port device implant, x-ray imaging was performed that demonstrated alleged catheter break with migration to an unknown location. It was further reported that the port body was removed and the distal catheter segment was removed via snare. The status post removal is unknown.